Event description:
A consumer reportedly instilled 1 drop of visine for contacts (hydroxypropylmethylcellulose; glycerin) rewetting drops once in each eye in 2001 for dry, itchy eyes. The pt reportedly had "burnt eyes" and eyes were "completely shut because of the puffing." The pt went to an emergency room immediately. The physician placed a patch on consumer's eyes and recommended that the pt visit an opthalmologist. Consumer's opthalmologist pefformed an eye examination and diagnosed consumer with corneal ulcers in both eyes. The pt was treated with unspecified "medicated eyedrops" and as of 4/27/2001, the puffiness has reduced but the event has not yet resolved. The consumer also reported that consumer's contact lenses were ruined. The pt used visine original in the past without incident.

Event description:
Initial report and follow-up # 1: a 20 yr old female consumer reported that she instilled 1 drop of visine for contacts (hydroxyproplmethylcellulose; glycerin) rewetting drops once in each eye for dry, itchy eyes. She reported that she had "burnt eyes" and that her eyes were "completely shut because of the puffing." She went to an emergency room immediately. The phssician placed a patch on her eyes and recommended that she visit an opthalmologist. Her ophthalmologist performed an eye examination and diagnosed her with corneal ulcers in both eyes. The consumer also reported that her contact lenses were ruined. She used visine original in the past without incident. Confirmation was received from the treating physician at the emegency room in which he reported that the pt was diagnosed with a corneal ulcer in the right eye. He reported that the pt required medical intervention to preclude permanent damage to her eye. The pt was treated with tobradex ophthalmic drops (tobramycin) applied to the right eye 4 times daily. The event resolved. The pt's use of contact lenses, the pt's use of an unspecified contact lens solution or to the use of visine for contacts. It cannot be ruled out that product may have possibly caused the event.